Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci si hysterectomy procedure on (B)(6) 2012 for chronic pelvic pain. Isi was provided with the operative report. Additional information provided included follow up operative notes. There was no indication of a malfunction of the da vinci si surgical system, instruments or accessories during surgery. There was no report of an intraoperative complication. Reportedly, the patient was taken to the recovery room in stable condition. According to the information as provided in the patient's medical records, shortly after undergoing the primary surgery, the patient complained of leaking urine. Was sent by her gyn to urologist and was diagnosed vesicovaginal fistula. A cystoscopy confirmed the diagnosis. On (B)(6) 2012 and (B)(6) 2013 the patient underwent repair of fistula with vaginal approach. The repairs failed and on (B)(6) 2013 the patient underwent a abdominal surgical repair of the fistula.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. Vesico vaginal fistula is a recognized complication of hysterectomy. Risk factors of prior cesarean section and poor wound healing due was likely due to diabetes, which can make permanent repair difficult. The documentation provided did not contain any allegation of a malfunction of a da vinci surgical system, instrument or accessory. No previous complaint was reported relating to this event. This complaint is being reported due to the following conclusion: the patient experienced post surgical complications following a da vinci surgical procedure. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.